Event description:
It was reported that an ilet user experienced high glucose while using a contact detach infusion set, which was deployed incorrectly due to the protective plastic being left on the cannula during insertion, preventing insulin delivery; the device alerted for high glucose. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included elevated blood glucose without need for medical care. Investigation included troubleshooting and education conducted by support. Investigation of this case revealed that replacing the infusion site restored visible drops and insulin delivery, consistent with an infusion set deployment error that impeded insulin flow. It was concluded, based on previously established findings for similar reports, that user setup error with the infusion set caused the hyperglycemia.